Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5145947/5145949.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. It was also noted that the patient lost proper stimulation due to high impedances and migration of leads. The patient underwent a revision procedure wherein the ipg and leads were replaced with a magnetic resonance imaging (MRI) compatible device. There were no reported complications postoperatively. The explanted device components were kept by the medical facility.